Event description:
Radiologic studies were done. "Or on (B)(6) 2013 for complete disconnection of gor-tex bend relief on hm ii lvad". Repair of contained perforation of lvad outflow graft. Reconnection of lvad for-tex bend relief and insertion of lvad bend relief collar.